Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after an interventional procedure using a 6f sheath. Reportedly, the prostyle was attempted to be preflushed prior to use in the patient without success. The device was introduced into the anatomy with no flow through the marker lumen. The prostyle was not deployed and was removed. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty flushing the marker lumen and marker lumen obstruction were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the device could not be flushed and the device was inserted into the patient anatomy believing it would work. It should be noted that the prostyle instructions for use stating: verify marker lumen patency by flushing the marker lumen with saline until saline exits the marker port. Do not use the device if the marker lumen is not patent. In this case, the user was aware that the device did not flush and wanted to see if the marking could be achieved. Blood marking was not achieved, and the device was not used. The reported difficulties were concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The subsequent treatments appear to be related to circumstances of the procedure.